Event description:
It is reported that the patient is experiencing pain and instability in her right knee.

Manufacturer narrative:
Evaluation summary: review of primary surgical reports provided indicates surgical technique was followed without complication. Continued post-operative pain dictated that lab tests and a bone scan be performed to rule out infection. No x-rays were received, but a report of the bone scan states that there was excellent alignment and fixation without evidence of loosening or wear. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unknown. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.